Manufacturer narrative:
Olympus followed-up with the user facility to gather add'l info regarding this report via phone and in writing without success. No further details were provided. The device referenced in this report was returned to olympus for eval. The eval found the outer tube was critically bent by the direction pin. There were minor scratches and dent marks around the distal tip and on the objective frame. Additionally, it was noted that the optical lens was broken. The cause of the reported phenomenon could not be conclusively determined at this time. If add'l info becomes available at a later time, then this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during an unspecified procedure, there was a popping sound and the image went black.